Manufacturer narrative:
Literature citation: toshiyuki okazaki et al."treatment results of balloon kyphoplasty at a single institution". Mean age = 77 years; four males, 16 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that bkp surgery was conducted on 16 patients (20 vertebrae).there were 4 males, 16 females with mean age 77 years. Treated levels were: th7 (n=1), th9 (n=1), th10 (n=1), th12 (n=2), l1 (n=4), l2 (n=4), l3 (n=6), and l5 (n=1). Cement leakage was observed in extravertebral in 4 cases.